Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is filed under a separate manufacturing report number.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with two proglide devices, using the preclose technique with an 8fr sheath, after an abdominal aortic aneurysm procedure. Reportedly, a cuff miss was noticed for both devices. Two other proglide sutures were preplaced. The sutures were used successfully, after the interventional procedure, to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.